Event description:
The customer reported that the system displayed filament errors. Further info was received from the fse which indicated that the system locked up during boot up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The sbc cpu assembly was evaluated and replaced. The system was tested and found to be working as intended and returned to service.